Event description:
The customer, reported that during a gamma3 surgery the theatre nurse opened up the gamma3 nail. The customer reported that when the nurse opened up the cover of the sterile blister, the set screw inside was allegedly stuck (glued) against the paper cover. The set screw allegedly fell and was no longer sterile. Another nail was used.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed (could not be duplicated), since devices and packaging are in intended condition.

Event description:
The customer, reported that during a gamma3 surgery the theatre nurse opened up the gamma3 nail. The customer reported that when the nurse opened up the cover of the sterile blister, the set screw inside was allegedly stuck (glued) against the paper cover. The set screw allegedly fell and was no longer sterile. Another nail was used.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.